Event description:
The customer reported that a pt received a mild burn at the pad site following a cardiac ablation procedure. The injury was not noted at the time the pad was removed. The incident pad was discarded. The injury did not require treatment. A carto navigation system & stockert generator were also in use.

Manufacturer narrative:
(B)(4). The incident sample was discarded and is not available for eval. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 instructions for use (IFU) contains a warning regarding the increased risk of using this device in non-traditional procedures that utilize high current, long duty cycles, or both (i.e. Tissue lesioning or tissue ablation).